Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was treated with an oral antibiotic, topical antibiotic ointment, and a steroid (specific date and duration not reported).